Manufacturer narrative:
The technician found the brake system is worn dur to normal wear and tear. Per the hill-rom service manual the totalcare bed system requires and effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. The technician replaced the brake casters, brake steer pedal pad, brake steer pedal weldment, steer pedal button, brake pedal button and the brake steer torque tube weldment to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that when the brakes are engaged the brake casters swivel. The bed is located in the bed shop of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complain #(B)(4).